Event description:
An affiliate reported that a patient was admitted for percutaneous transluminal angioplasty of a lesion in the right anterior tibial artery. The lesion was described as heavily calcified and 100% stenosed. The reference vessel was not tortuous. A 3.0mm savvy balloon catheter was delivered over the guidwire to the lesion. The physician felt resistance while crossing the device through the lesion. The balloon ruptured during the initial inflation. The device was removed from the patient and another product (brand unk) was used to successfully complete the procedure. The patient was not injured and is in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.